Manufacturer narrative:
The device was not returned for analysis. A Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of death is listed in the Xience V Everolimus Eluting Coronary Stent Systems Instructions for Use as a known patient effect(s) of coronary stenting procedures.A conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling¿ therefore, no product-related corrective action will be implemented in this case.B2, B3: Dates estimated .C3: 1 per year was entered; however, the frequency is 1 dose per implant.D4: The UDI is not known as the part and lot number were not provided.D6: Estimated date.The patient effects referenced in B5/Article is filed under separate MedWatch report number.Attachment Literature article titled, "Abluminus DES+ sirolimus-eluting stent versus everolimuseluting stent in patients with diabetes and coronary artery disease (ABILITY Diabetes Global): results from a multicentre, randomised controlled trial".

Event description:
It was reported in an article that between June 12, 2020, and Sept 9, 2022, 3032 patients were enrolled and randomly assigned to percutaneous coronary intervention (PCI) with the Abluminus DES+ SES (n=1514) or the XIENCE everolimus-eluting stent (n=1518). The Xience may be related to patient outcomes at 12 and 24 months with target lesion failure defined as cardiovascular death, myocardial infarction, ischemia, stent thrombosis, stroke, bleeding and target lesion revascularization.Details are listed in the article titled, "Abluminus DES+ sirolimus-eluting stent versus everolimuseluting stent in patients with diabetes and coronary artery disease (ABILITY Diabetes Global): results from a multicentre, randomised controlled trial".